Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with ge healthcare technical support. A proposal for repair was issued to the customer but was not accepted. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the respirator stopped ventilating on the patient. There was no report of patient injury.